Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During device check, the customer noticed that the autopulse li-ion battery (s/n (B)(4) intermittently powered on the customer's autopulse platforms. The customer stated that the battery was fully charged, showing four steady green leds. No patient involvement.

Event description:
During device check, the customer noticed that the autopulse li-ion battery (s/n (B)(6) would not power on the autopulse platform. The customer stated that the battery was fully charged, showing four steady green leds. As reported, sometimes the battery would not power on the platform, and sometimes, the battery would function as expected. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was corrected. The zoll autopulse li-ion battery failure mode and serial number 06802 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.